Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm intermittently occurred during insulin delivery. Additionally, it was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 158 mg/dl.